Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Reporter phone number, and email address are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the tip of the dynamic hip screw/ dynamic condylar screw (dhs/dcs) impactor broke on (B)(6) 2018. It was unknown if there was a surgical delay. Patient outcome was not reported. No other information available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 338.26, lot# 4885389. Manufacturing location: monument, release to warehouse date: apr 26, 2018. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The tip for dhs/dcs impactor (338.26) is a tip replacement for the dhs/dcs impactor (338.28) which is noted in two technique guides: lcp dynamic helical hip system and dhs/dcs dynamic hip and condylar screw. In both instances the impactor is utilized to aid in plate implantation and to ensure the plate is fully seated into position. The reported complaint condition was visually confirmed at customer quality (cq) and consistent with the reported condition. The distal tips of the returned device are malformed and chipped (pieces missing). No new issues were identified on the remaining portions of the device except for the signs of minor wear and tear that does not affect the product functionality. The received condition agrees with the complaint description and the complaint was confirmed. Relevant drawings for the returned device were reviewed and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis was unable to be performed as relevant features were significantly deformed with few chipped pieces missing. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. While no root cause could be determined it is possible that any unintended forces encountered by the device during usage/handling could have contributed to the complaint condition. Also, the returned device is manufactured from radel material, which allows the device to become damaged with possible rough handling or errand hammer blows that occur intraoperatively. Therefore, it is likely that any unintended strikes with the mallet at the impactor tip during impaction could have led to this broken complaint condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during hip surgery, the tip of the dynamic hip screw/ dynamic condylar screw (dhs/dcs) impactor broke on (B)(6) 2018. It was unknown if there was a surgical delay. There was no patient consequence reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.